Manufacturer narrative:
H.6. Investigation: 194 samples received for investigation, samples were analyzed for sustaining force and molding defects in the barrel, plunger, and/or stopper. Results were compliant, no defect found. Additionally, samples were visually analyzed for damaged plunger, no defects observed. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip plunger rod was broken. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 309657 batch no: 9071959. It was reported that when pulling back on the plunger to draw up medication, all that is received is air. Reported issue: customer states that when pulling back on the plunger to draw out the medication all that comes into the syringe is air. Some of them will pull out a few drops of the solution but that's it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip plunger rod was broken. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 309657, batch no: 9071959. It was reported that when pulling back on the plunger to draw up medication, all that is received is air. Reported issue: customer states that when pulling back on the plunger to draw out the medication all that comes into the syringe is air. Some of them will pull out a few drops of the solution but that's it.